Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.3, h.6. Device photo analysis: visual analysis of the identified photos: the photo shows two devices, first device has a broken shell and the second device is cloudy in the gel and apparently the unit is not opening, both devices have not identified the side to which it belongs. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.